Event description:
It was reported to boston scientific corporation on (B)(6), 2009, that a zero nitinol stone retrieval basket was used for a ureteroscopy with holmium laser procedure performed on (B)(6) 2009. According to the complainant, the retrieval basket was noticed to be detached from the device during unpacking. The missing portion of the device was not found in the packaging. The procedure was successfully completed with another zero tip nitinol stone retrieval basket. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine."

Manufacturer narrative:
Although expected, the device at issue in this complaint has not yet been received for evaluation; therefore, a failure analysis is not available. At this time, we are unable to determine the relationship between the device and the cause for this event. If there is any further relevant information received, a supplemental medwatch report will be filed. (B)(4).